Event description:
Patient's generator is showing battery remaining as less than 20% remaining. The neurologist is concerned that this may be due to premature depletion as it was implanted less than 2 years. A review of device history records for the generator shows that no unresolved non-conformances were found. The generator was not laser routed. Additional relevant information has not been received to date.

Event description:
Additional decoder data was reviewed.. Per the new data, the reported premature depletion was not confirmed.